Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 5 devices were received for evaluation; the reported events were confirmed. During evaluation, 4 of the devices were found to have missing components and 1 device was found to have a missing component and corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 5 </noe> malfunction events, in which the device disassembled. These reported events occurred during testing; no patient involvement; no patient impact.